Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the user was unable to clear a 087 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: on investigation, the alleged call service alarm issue was verified in the black box and duplicated in the evaluation. Review of black box data found record of the language file corruption related alarm. The pump powered up to the verify screen with auditory and vibratory features. All the buttons responded properly. On the first rewind attempt, the pump emitted the reported call service alarm. Investigation was unable to clear the alarm and as a result, the remaining testing cannot be completed. Investigation determined that the file corruption related call service alarm was the result of a discrete component failure on the printed circuit board. Unrelated to the complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).